Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-55979. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. She changed the set the day before and found some blood in the cannula; she tried to bolus with new set and received a no delivery alarm again. Blood glucose value was 442 mg/dl; she treated with a partial bolus and manual injection. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin did exit. Customer was advised the insulin pump is working as designed and the alarm was caused by set/reservoir occlusion.